Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6), 2011, the pt was being treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3 device. The device was displayed at the desired location just below the renal arteries. An angiogram revealed that the pt's left internal iliac artery was unintentionally covered. A balloon was used to move the distal portion of the ipsilateral leg proximal enough to allow for partial blood flow into the left internal iliac artery. The proximal portion of the trunk-ipsilateral leg component remained at the desired location. The pt tolerated the procedure.